Event description:
It was reported the syringe ears stuck, missing shaft bushing. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing one tamper seal, plunger tube seal visibly out of place, missing plunger case seal, bottom case was cracked by l-bracket. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Contamination around the plunger flippers causing them to stick. Replaced plunger case assembly. Replaced plunger tube seal. The cause of the reported problem was traced to being customer induced. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.